Manufacturer narrative:
Patient ID - (B)(6). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. There was no report of patient injury.